Event description:
Received report of air entrainment noted below IV set filter. A home pt was receiving tpn therapy at a rate of 2000cc over 12 hours, with a 1 hour taper up and 1 hour taper down. The pt and husband had noticed air in the IV line below the filter, which the pt or husband would purge out of the system. No pt harm reported, and no report received of air entering the pt.

Manufacturer narrative:
The disposable tubing set was not returned for failure analysis. A review of the lot number indicates no other reported complaints againts this lot. Corrected data: manufacturing site registration number was corrected from "57302: to "6000096". This has resulted in a new manufacturter's report number on this follow-up report. This report is a follow-up to abbott manufaturer report number 57307-1998-2.